Event description:
The user reported that the female luer connection of the set looked misshapen and they were unable to get a secure connection with a smartsite valve, which resulted in a leak of normal saline. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed.